Manufacturer narrative:
The cobas 6800 analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result for two patient samples while using the cobas sars-cov-2 & influenza a/b nucleic acid test v2 on the cobas 58/68/8800 systems. The alleged samples initially generated a positive result for influenza a. The same samples were retested on a cobas 8800 at another site which yielded a negative result for influenza a. Information was not provided to determine if the initial positive results were reported. No harm was alleged. An investigation is being conducted to evaluate the customer issue.

Manufacturer narrative:
The discrepant results are likely due to a sample-specific issue (level of detection-lod) and/or workflow issues. A product problem was not identified.